Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 65mm in diameter abdominal aortic aneurysm. At the index procedure the proximal aortic neck measured 23mm in diameter. It was reported that the patient presented emergently with pain due to a ruptured aneurysm. A CT scan revealed that the stent graft has migrated distally into the aneurysm sac with a proximal type I endoleak. The physician elected to implant an aortic cuff, resolving the events. The physician stated that the cause of the event was related to disease progression. No additional clinical sequelae were reported and the patient is fine.